Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.8. Date: (B)(6) 2010, inratio: 5.3. Date: (B)(6) 2010, lab: 2.9.